Event description:
It was reported there was a coupling problem. It was noted the implantable neurostimulator (ins) was tilted in the buttocks. It was stated the patient could get 6 bars easily but cannot maintain them. It was noted it was a little better when the patient would stand. It was further reported the day prior to report it the battery was slightly tilted. It was noted they tried lots of various positions for coupling but the outcome was all the same. Additional information received reported the patient was going to have the ins revised. Additional information received reported the date for the revision had not been set. The reporter stated they had not heard back from the patient.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).